Event description:
Reporter's meter, which had been dropped hard on the floor, resulted in blood glucose readings of 173, 118 and 126 mg/dl. Reporter was not experiencing any symptoms. Control solution test range was 119(83-125) mg/dl.